Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the device confirms the distal tip of the anchor is broken, but is held in place by the suture. The anchor appears to be used and there are evidence of tissue debris found on the anchors and the tip of the shaft. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. It was reported that the patient has very hard quality bone, and the angle of insertion was slightly off, which could have contributed in the breakage of the distal tip. Other than this possibility, we cannot discern a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair, it was observed that the tip on the healix advance knotless br anchor, 4.75 mm broke while the surgeon was inserting it into the prepared hole. According to the report, the surgeon was using this implant in an arthroscopic repair of a patient's rotator cuff. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.